Event description:
It was reported that during a meniscus repair two (2) fast fix 360 presented the t2 could not be deployed. Both ts were successfully removed from the patient. The problem was noticed during use, no significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H11: corrected data a1, e1 (facility name)

Event description:
It was reported that during a meniscus repair two (2) fast fix 360 presented the t2 could not be deployed. Both ts were successfully removed from the patient. The problem was noticed during use, no significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported. As per the results of the investigation, the visual inspection shows that one of the t1 implants is broken at one of it's suture holes.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). The reported device was received for evaluation. A visual evaluation showed that both devices were returned in their original boxes with the batch number of the complaint on the labels. Device one: t1 is off the needle. T2 is still in place. The actuator is in the t2 position. There is bio debris on the needle. Device two: t1/t2/suture are off the needle. The actuator is at the pre-t1/post-t2 position. There is bio debris on the needle. A functional evaluation of device one shows it pushed the t2 off the needle as expected and cycled as intended. A functional evaluation of device two shows it cycled as intended. An assessment of material characteristics found the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the bridge strength test spec found a minimum number of devices will be tested for requirements to break the implant. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states there is potential risk for tissue inflammation and/or pain. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. H11: corrected information in b5 & h6 (medical device problem code).